Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. However, based on the information provided and other more recent customer complaints reporting similar events, the root cause for the breakage is determined to be multi-factorial.

Event description:
It was reported that the sagittal blade broke at the mount during a surgical knee procedure. It was further reported that the broken metal did not fall into the surgical site. The procedure was completed using a second blade. No adverse consequences were reported.